Event description:
It was reported that the patient had "green stuff" coming from their cable and within the bend relief of the white power cable. The patient denied any alarms and there were no alarms noted on interrogation. The patient denied damage to power cables or showering without proper equipment. The system controller exchanged without difficulty. Log files were sent for review. The log file captured routine events. There were no notable alarm conditions or parameter changes. The ventricular assist device (vad) and peripheral equipment were functioning as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress within the system controller was not confirmed. The system controller (serial number (B)(6) was not returned for analysis. Review of the submitted log files contained data from 21jan2026 ¿ 29jan2026, per timestamps. All of the captured data appeared to show the system controller operating as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook and the heartmate 3 lvas instructions for use instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.